Manufacturer narrative:
The returned valve has been received and analyzed by our quality control laboratory. The laboratory results show that the valve is not clean and contains some white deposits around the spring and the ruby ball. The functional controls performed to check the valve drainage performance and the rotation of the rotor do not reveal any defect. However, the pressure values of the two highest settings (p4 and p5) were found lower than their specifications. The traceability documents of the valve show that all the pressures values were adequate during the manufacturing pressure controls, so the main explanations for this dis-calibration might be the post hemorrhagic csf which could have modified the ball-in-cone mechanism and the surface of the ruby ball and its metallic seat.

Event description:
Spv was implanted one month and a half ago. Even the setting was at the high position, the pt suffered from overdrainage and was slit ventricle syndrome, therefore, the valve was extracted on (B)(6). During the operation, the surgeon made a 20 cm drainage circuit and then measured pressures. It drained too much even at the high position.